Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: two (2) batteries ((B)(6)) were not returned for evaluation. A review of the manufacturing documentation confirmed that the associated devices met all requirements for release. As a result, the reported event could not be confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; events involving batteries not charging can be attributed, but not limited, to an internal battery communication error, faulty integrated circuit, improper weld, soldering defect, out of temperature range, and/or a charge time-out of eight (8) hours. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ battery d4: model #:  1650de / catalog #:  1650de / expiration date: 30-jun-2024 / serial or lot#:  (B)(6); d9: no h3: no h4: mfg date: 10-jun-2023 h5: no. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the batteries were not fully charging. The batteries would no longer charge at half charge status and no more than three lights lit up on the display. The batteries were removed from service.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: two (2) batteries (B)(6) were returned for evaluation. A review of the manufacturing documentation confirmed that the associated devices met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Internal visual inspection of the returned batteries did not reveal any anomalies. Failure analysis of (B)(6) revealed that the battery passed visual inspection. Functional testing revealed the battery was not able to charge on the test battery charger; however, the battery was still able to provide power. Supplemental testing revealed a defective solder connection between the printed circuit board (pcb) and a wire from the output cable assembly. Failure analysis of (B)(6) revealed that the battery passed visual inspection and functional testing. The battery was able to adequately charge on a test battery charger and provide power to a test controller with no anomalies observed. As a result, the reported inability to charge involving (B)(6) was confirmed; however, the reported inability to be recognized by a controller could not be confirmed for (B)(6). The reported inability to charge involving (B)(6) could not be confirmed. The most likely cause of the reported inability to charge associated with (B)(6) can be attributed to a solder defect during the assembly process. A possible cause of the reported event associated with (B)(6) could not be determined because the returned devices tested within specification and the issue could not be duplicated. Additional products: d1: battery d4: (B)(6) d9: yes, return date: 19-nov-2024 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for a correction to h11. Additional products: d1: battery d4: bat980482 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that when connected to the controller, the controller still doesn't recognize the batteries.

Manufacturer narrative:
A supplemental report is being submitted as additional information has being received for this event and sections have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.